Manufacturer narrative:
Concomitant medical products: product ID: 37601, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 37092, lot# 263090001, implanted: (B)(6) 2010, product type: accessory. Product ID: 3387s-40, lot# v553425, implanted: (B)(6) 2010, product type: lead. Product ID: 3387s-40, lot# v553425, implanted: (B)(6) 2010, product type: lead. Product ID: 37085-40, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Event description:
A patient reported a fall on the left side on (B)(6) 2015 and the right side of her head was giving her trouble. It was stated "where the wires come together in the top of the head and go down behind the ear, from where it first can be felt behind the ear until it starts down the neck, she can move the wire, and it bothers her whether or not she touches them." No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The indications for use for this patient were dystonia and movement disorders